Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device set-up/inspection, the gastrointestinal videoscope exhibited blurred image. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection however one site inspection was conducted by an olympus field service engineer, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the dirt on the lens led to the blurred image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: d8, d9, h3.

Event description:
No additional information received from the customer.